Event description:
The reporter contacted animas on (B)(6) 2013 reporting issues with intermittent low blood glucose levels. The reporter indicated having a low blood glucose in the spring while on a walk. The reporter indicated feeling diaphoretic and shaky and eventually passed out on the walk back home. The reporter stated that neighbors called paramedics and the reporter was treated with intravenous fluids but was not transported to the hospital. The reporter stated that it was unknown what blood glucose levels were before going for the walk. The pump history from the time of the event was unable to be reviewed due to continued use. This report is made based on the allegation that the patient experienced hypoglycemia requiring medical treatment and the use of the pump could not be ruled out as a possible contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked. Also unrelated, the display screen was observed to be faded and discolored. Also unrelated, the pump force sensor was found to be out of calibration.